Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump with iz was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump with iz was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.